Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device does not work as specified although the ventilation continued. If the intercation panel is "frozen" no patient settings and changes can be transmitted to the ventilation unit using the touch function or p+t knob. The ventilation unit does not provide updated data that is visualized on the display because the communication between the interaction panel and the ventilation unit is disrupted. In such a case, the operator can no longer operate the device correctly. There was no reported patient, user or third party harm. In this complaint case it is stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient harm or a delay in treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was determined to a defective ventilator unit esm. The ventilator unit esm was replaced and the software was updated to the latest version. The device was tested and calibrated by a certified service technician and released for use on patients. Since replacement of this part, there have been no further complaints from this device in our complaint system registered. With CAPA 2023_02_0067 that was been initiated we aim to find an improvement for this issue.

Event description:
Hamilton medical ag received the following incident description: frozen display; display frozen while ventilation continues. Mt unplugged the display cable from the device and plugged it in again. Various errors occurred and device alarmed. Only a complete restart solves the problem. Data read out today will be sent to hamilton for evaluation. Event on october 20th from 10:18 a.m. To 10:37 a.m. Alarms: tf 9958; 9950; 9432; 9914; 2439

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: frozen display; display frozen while ventilation continues. Mt unplugged the display cable from the device and plugged it in again. Various errors occurred and device alarmed. Only a complete restart solves the problem. Data read out today will be sent to hamilton for evaluation. Event on (B)(6) from 10:18 a.m. To 10:37 a.m. Alarms: tf 9958; 9950; 9432; 9914; 2439.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device does not work as specified although the ventilation continued. If the intercation panel is "frozen" no patient settings and changes can be transmitted to the ventilation unit using the touch function or p+t knob. The ventilation unit does not provide updated data that is visualized on the display because the communication between the interaction panel and the ventilation unit is disrupted. In such a case, the operator can no longer operate the device correctly. There was no reported patient, user or third party harm. In this complaint case it is stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient harm or a delay in treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was determined to a defective ventilator unit esm. The ventilator unit esm was replaced and the software was updated to the latest version. The device was tested and calibrated by a certified service technician and released for use on patients. Since replacement of this part, there have been no further complaints from this device in our complaint system registered. With CAPA 2023_02_0067 that was been initiated we aim to find an improvement for this issue. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: frozen display; display frozen while ventilation continues. Mt unplugged the display cable from the device and plugged it in again. Various errors occurred and device alarmed. Only a complete restart solves the problem. Data read out today will be sent to hamilton for evaluation. Event on october 20th from 10:18 a.m. To 10:37 a.m. Alarms: tf 9958; 9950; 9432; 9914; 2439.